Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. A interrogation was performed where there device appeared to be operating as programmed. Of note, pacing thresholds were not able to be measured. The patient was 0% ventricular paced. There were no additional adverse patient effects reported. The device remains in service.